Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) had migrated from its original spot. The balloon was removed and replaced. There were no patient complications reported.